Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# (B)(4), awareness date 27-oct-2015). Additional information received on 19-nov-2015. It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Almost immediately after procedure hair started falling out; the amount that started falling out was alarming and she had no clue that this reaction was due to essure. Shortly thereafter, almost simultaneously, her lower back, shoulders, wrists, hips, and neck started to hurt. She would go numb in hips, wrist, and shoulders in the middle of the night. She went to a hand specialist that told her she had carpel tunnel and needed to either have surgery or find a new job that required less typing. Around that same time her jaw started hurting and she could feel her teeth shifting. Eventually two of her teeth (molars) fell out. Then, she started having dizzy spells, felt out of breath, could feel her heart flutter, and had no energy. At the (B)(6) she was diagnosed with asthma. In between all of that she got hit will several other things like: mystery rashes all over her body, gained about 40 lbs, extreme foot pain, developed eczema and dry patches all over her body and had terrible acne. She talked to her doctor about having them removed. She suggested removing her tubes; salpingectomy would be the best option for her. On (B)(6) 2015 essure was removed. It's been almost 10 months since her surgery and she feels fantastic. The chronic joint pain and numbness has gone away. She does not wake up hurting in the middle of every night and is no longer dizzy everyday, and no longer have heart flutters everyday. Her dry patches and all of mystery rashes have gone away. Also, her hair started to grow back. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her lower back started to hurt. She had essure removed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, it was reported that shortly thereafter essure insertion, she experienced this event. Based on the nature of the event and considering that a positive temporal relationship is implied, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, another serious event (could feel her heart flutter - unlisted and unrelated) and several non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical event(s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs